Event description:
A caller reported an error with their continuous glucose monitor, citing a specific code issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for resetting the pump, which resolved the issue as the error did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, and they acknowledged understanding the guidance.